Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It has been reported that the device will not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It has been reported that the device will not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Hakim valve was implanted on (B)(6) 2016, and programmed on 120. Regular reprogramming took place and last week the surgeons was not able anymore to reprogram the hakim valve, which was now on 40. There is no report of harm to the patient at the time of complaint entry.